Event description:
It was reported that "one screw backed on 3 lvl anchor c case (3.5x8mm self drilling) during previous case dr. [ ] performed several weeks back." According to the information stryker has received, a revision surgery has not occurred.

Manufacturer narrative:
Additional information has been requested and if made available will be reported in a supplemental report. Method, result, and conclusion codes will be made available following an engineering evaluation.

Manufacturer narrative:
Method: complaint history review; risk assessment; results: the device was verified to be an anchor c diam 3.5 self drilling 8mm bone screw by the sales representative. The lot number is unknown as the product is still implanted within the patient and the manufacturing files could not be reviewed for possible anomalies that may have contributed to this event. The stryker spine avs anchor-c cervical cage system is indicated for anterior cervical interbody fusion procedures in skeletally mature patients with cervical disc disease at one level from the c2-c3 disc to the c7-t1 disc. Previous investigations cited several causes for migration: excessive force during insertion, cantilevel force, and other factors. Yet the actual device was not returned and the exact cause of the migration was not determined and a potential root cause cannot be proposed. Conclusion: upon review of the provided x-ray it was confirmed that the anchor c diam 3.5 self drilling 8mm bone screw migrated post-operatively. The lot number of this device is unknown as it is still implanted in the patient. Currently the surgeon has not chosen to perform a revision surgery in the best interest of the patient and currently no adverse consequences have been reported. The exact cause of the screw mitigation is not known because the device was not returned. Previous causes for migration include excessive force during insertion. It is likely that a combination of the causes led to screw migration in this case. The exact cause of the screw mitigation was not determined and a potential root cause cannot be proposed.

Event description:
It was reported that "one screw backed on 3 lvl anchor c case (3.5x8mm self drilling) during previous case dr. [ ] performed several weeks back." According to the information stryker has received, a revision surgery has not occurred.